Event description:
It was reported that a system error 2367 (resume error, critical error found - possibly from air in line) alarm occurred during use of the homechoice (hc). It is unknown if the patient was connected at the time of the event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.